Manufacturer narrative:
A beckman coulter field service engineer was not dispatched because customer technical support (cts) was able to troubleshoot the leak with the customer over the phone. Cts determined that backgrounds and controls were recovering high because probe was dirty and had customer clean (flush) the probe wipe to resolve the issues. (B)(4).

Event description:
The customer reported a leak when using the coulter® act diff 2 analyzer. A few drops of fluid leaked from the probe on the instrument. Leak was not contained within instrument. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.